Manufacturer narrative:
Section h7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed worn donut, this does not impact the functionality of the recharger and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was overheating and they needed a new one. Patient said the issue first presented about a week ago and thought it was a fluke, so they tried charging again yesterday and the past few days the issue has been consistent. Patient also said they couldn't get the controller to function right, and the controller battery was running down fast and wouldn't charge the implanted neurostimulator; agent reviewed this is likely an issue with the recharger since that was overheating. Patient confirmed the green light was flashing on the controller when plugged into the acpower supply, but it took a little bit to mess with it to get it to work and thought the controller may have been charging slower or not starting to charge right away. Patient agreed the plug end of ac power cord maybe felt loose and wiggly. Agent agreed to replace ac power cord, even though the issue more likely stemmed from the li battery pack and rechargers, but patient was nervous to have their equipment properly functional for upcoming MRI. When patient took the battery out of their controller for agent to collect serial number, they noted their battery was hot. Agent asked, patient said they hadn't had the controller charging recently. A request form was sent to the repair department to replace the recharger, li battery pack, and ac power cord. Patient mentioned they recently had a head injury and made things harder to see.